Event description:
The patient reported via email that there is a button issue. No additional information is available.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and the up arrow and contrast keypad buttons required multiple hard presses to elicit a response. Evaluation revealed that there was contamination under all of the key contacts.